Event description:
This is pt #8 of 10 whose subclavian catheter backed out of the insertion site. Clinical details of individual cases were not known except that in each case a new catheter had to be introduced and in some cases the central line also had to be replaced. In some cases, multiple incidents occurred on a single pt. No pt ill effects were sustained other than the trauma of undergoing introduction of a new catheter. Investigation revealed that the physician was only partially inserting the catheters "because the pts were elderly," thus leaving a longer-than-normal portion ot the catheter outside the body. In some cases the pts were grabbing and yanking the catheters, and even though the catheters were sutured in place, they came out.